Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.75mm x 8mm nc emerge® balloon catheter was advance for dilation. However, during inflation, the balloon ruptured. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.